Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Failure analysis and testing (fat) department wayne. The failure analysis and testing department received the following part associated with this complaint: pn: 0997-00-1178 sn: (B)(6) pneumatic module assy, this part was received with a reported unit failure message of pim leak test fails multiple times. The failure analysis and testing dept. Performed a visual inspection, and part looks in good condition. Installed pim into the cardiosave test fixture sn: (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision f and the cardiosave service manual pn: 0070-00-0639 revision r. Performed all manifold leak tests and failed leak test with leak diff. Prs. -25 mmhg. The fat dept. Verified the failure message of fails leak test. Pneumatic module assy, failed testing. Retaining pim in the fat dept. Per procedure 0002-07-d008 rev au. It was reported that during pm by field service engineer, the cardiosave intra-aortic balloon pump (iabp) pim test failed. The getinge field service engineer (fse) that encountered the issue, replaced the pim to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications.

Event description:
It was reported that during pm, the cardiosave intra-aortic balloon pump (iabp) pim leak of 20mmhg multiple times during testing. There was no patient involved and no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.